Event description:
It was reported that during the implant procedure ventricular threshold was measured to be normal by psa but it increased to outside the normal range once the lead was connected to the pacemaker. The device was not implanted and another device was used.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found.